Event description:
The manufacturer received information alleging a ventilator did not provide a flow and the ventilator inoperable alarm sounds. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, the allegation was confirmed. The device was scrapped with out repair.